Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair. Product evaluation: product review of the meshgraft ii serial number (B)(6) by japan on 3 july 2020 revealed that the cutter and side plate failed and needed to be replaced. Product repair: repair of the device was performed by japan on 3 july 2020 which included replacement of the following: meshgraft cutter, sideplate. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the device could not properly mesh during surgery. No adverse events were reported as a result of this malfunction.